Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d5; g3; h2; h4; h6. Visual examination of the provided pictures identified the broach handle covered in bio debris. The weld point cannot be seen in the image provided. No further observations could be made based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the broach handle broke on impact at the weld point. No adverse events have been reported as a result of the malfunction. No patient impact or harm. No additional information available for the reported event.